Manufacturer narrative:
Additional information was received from the patient profile form that the patient was evaluated 6 years after filter placement where it was found that the side legs of his optease filter ¿extend out of the ivc with one of the medial legs abutting the abdominal aorta.¿ plaintiff¿s filter is unable to be retrieved and thus remains implanted, risking further malfunction and injury. The filter remains implanted. Plaintiff will require lifelong monitoring of his filter to ensure that it does not fracture, migrate, or further malfunction in some way, creating a life-threatening situation for plaintiff. Plaintiff must now live with constant worry and anxiety about the state of his health related to the filter. At filter placement, pre-operative diagnosis was tw syndrome, recurrent dvt and pulmonary embolism. The patient was not able to maintain compliance with anticoagulation and filter placement was determined. The filter was successfully deployed. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. At the time of filter placement, the pre-operative diagnosis was ¿acute tw syndrome¿, recurrent dvt and pulmonary embolism. The patient was not able to maintain compliance with anticoagulation and the need for filter placement was determined. The filter was successfully deployed. The filter subsequently malfunctioned and causes injury and damages to the patient, including, but not limited to, tilt and perforation of ivc wall. Per the patient profile form (ppf), the patient was evaluated 6 years after filter placement and it was found that the side legs of his optease filter ¿extend out of the ivc with one of the medial legs abutting the abdominal aorta.¿ the filter remains implanted. The patient is experiencing anxiety secondary to the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional h6 patient codes include coagulopathy (1779), 1984 (occlusion) and pulmonary embolism (1829). Additional information was received from a discovery form that the patient was hospitalized for blood clotting and occlusion of the ivc and underwent thrombectomy and stent placement. Approximately 7 years after filter placement, the patient presented to the hospital for chest pain and it was discovered that he had a pulmonary embolism in his right middle lobe subsegmental pulmonary artery. A CT abdomen pelvis on revealed six legs of the filter that extended outside the ivc with one medial leg abutting the abdominal aorta. A CT angiogram of the following day also demonstrated complete and chronic occlusion of the ivc. Occlusion was also noted at the mid aspect bilaterally with extensive collaterals through the pelvis and abdominal wall. The patient continues to have difficulty walking, suffers from a burning feeling in his feet, severe leg swelling, lack of blood flow in his legs, collateral veins extending to his abdomen, and skin damage due to the blood clots. The patient also recently visited with a vascular surgeon and was told that his ivc filter was 100% clogged. The patient has klippel-trenaunay weber syndrome (tw). The patient requires lifelong monitoring of his filter to ensure that it does not fracture, migrate, or further malfunction in some way, creating a life-threatening situation. The patient must now live with constant worry and anxiety about the state of his health related to his ivc filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion being updated with new information received: addition of anxiety, post-procedural pe, clotting, occlusion, leg swelling, burning sensation, ivc occlusion. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of klippel-trenaunay werner syndrome, recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient is reported to have been non-compliant with anticoagulation therapy. The indication for the filter placement was reported to have been for pe prophylaxis. The filter was implanted via the right internal jugular and placed with the tip of the filter at the l1-l2 level. The filter was initially reported to have tilted and been associated with inferior vena cava (ivc) perforation. More than two years after the implantation, the patient developed blood clotting and occlusion of the ivc requiring treatment with thrombectomy and stent placement. Approximately six years and three months after the implantation, the patient experienced chest pain associated with pe in the right middle lobe subsegmental pulmonary artery. An abdominal/pelvic computerized tomography (CT) scan revealed that six of the filter struts had extended outside the ivc with one medial leg abutting the abdominal aorta. The next day, a CT angiogram revealed complete and chronic occlusion of the ivc. The occlusion was noted at the mid aspect of the filter bilaterally with extensive collaterals through the pelvis and abdominal wall. Approximately nine years and five months after the implantation, visited a vascular surgeon and was told that the filter was completely clogged. The patient reported that the filter could not be retrieved. Attempts to retrieve the filter were not documented. The patient further reported having experienced worry, mental anguish, emotional and physical pain, anxiety, difficulty walking, a burning feeling in his feet, severe leg swelling, lack of blood flow in his legs, collateral veins extending to the abdomen and skin damage due to blood clots associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and filter embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Due to the nature of the complaint, the reported pain, leg swelling and burning sensation experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The clinical events experienced by the patient do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, the plaintiff underwent placement of a trapease vena cava filter on or about february 14, 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, tilt and migration. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Additionally, the timing and mechanism of the filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and causes injury and damages to the plaintiff including, but not limited to, tilt and migration. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff  has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.